Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a motor error and random unexplained no delivery alarm. The customer¿s blood glucose was 150 mg/dl. Troubleshooting was done for motor error alarm. Customer reported that scratches on the insulin pump screen made it hard to read. Customer was unable to rewound insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to removed battery to stop continued alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected missing segment or partial display anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window and cracked lcd window. (B)(4).